Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the piston would not stop during the priming process and that the reservoir would become empty of insulin. The screen was damaged as well. No further details were provided. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump primed properly and no unexpected motor movement anomalies noted during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, cracked lcd window, minor scratched lcd window and scratched reservoir tube window.